Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No lote or batch were provided, bhr could not be performed.

Event description:
It was reported that during an unknown procedure the ligaclip slides down from the tissue. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.